Event description:
It was reported that the patient passed away. The cause of death was withdrawal of care. The patient had liver dysfunction and refractory vasoplegia. The death was not considered to be device related. The device operated as expected and would not returned for evaluation. Additional information stated that impella was performed 5.5 pre-operation. The patient had severe artificial intelligence (ai), tissue valve, 26 carpentier edwards. The patient also had moderate tricuspid valve regurgitation. Body surface area (bsa) was 2.06 and mean arterial pressure (map) was 60s. Ventricular assist device (vad) was inserted and locked without difficulty then aortic valve replacement. The vad was on but unable to increase rpm. Left ventricle and right ventricle were compromised; oxygenation was down. The patient was receiving many blood products. Right ventricular assist device (rvad) and centrimag (cmag) were placed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. The account indicated that the death was not considered to be device related and that the device reportedly operated as expected. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists hepatic dysfunction and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.